Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va01q8q, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient had pain in the implant area. The patient¿s system was implanted, but was out of service. There was no issue with the device, but the implantable neurostimulator (ins) was off because it did not help the patient with their urinary problems. There were no diagnostics for the device. The patient¿s health care provider (hcp) would be giving an appointment on (B)(6) 2015 to the patient to coordinate the device explant. The patient was going to be explanted in (B)(6) 2015 because they were micturing by themself with the therapy and because they had pain in the pocket area. The patient status was alive with no injury.